Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having issues charging the ipg and is no longer receiving stimulation. Surgical intervention may be pending to address the issue.

Event description:
Follow up revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was replaced.